Event description:
Additional information received reported that the implantable neurostimulator (ins) had premature battery depletion. The patient wan ted to know how many more inss she would need before they started to work for her. The patient was told that the ins would last 5-10 years and she thought the ins was faulty.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va050vh, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s battery life was discovered to be half gone during a revision surgery. It was noted a new implant was implanted. Additional information received indicated that the first implant in 2012 ¿the battery ran out after only 3 months and it had been such a hell ride¿.a follow-up report will be sent if additional information becomes available.